Manufacturer narrative:
This report is submitted on april 23, 2021.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2020, in order to place an implant magnet. The implanted device remains.